Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to dislocated liner. Components not revised: profemur® renaissance® stem reduced sz 14 product ID: pls0r414, lot ID: 1750310. Conserve® total medium neck sleeve product ID: 38ns0000, lot ID: 1723377. Profemur® neck var/val 8dg short cobalt chrome product ID: phac1252, lot ID: 1736349.